Manufacturer narrative:
Product event summary: the medial segment of the lead was returned and analyzed. The analysis performed revealed no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage. Analysis information -- (B)(4) 2014 17:18:20 cst pli# 30 product ID# 694765 a medial portion was received measuring 36 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage, analysis information -- (B)(4) 2014 17:15:24 cst pli# 20 product ID# 5076-52 a medial portion was received measuring 34 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage, analysis information -- (B)(4) 2014 20:18:24 cst pli# 10 product ID# d284drg the device was returned and analyzed. The device was returned and analyzed but no issue identified that required full analysis, concomitant medical products: product ID d284drg, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product ID 5076-52, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014. (B)(4). (B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient experienced bacteremia three times in six months and the source of the infection was unknown. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.